Event description:
Boston scientific crm received information that the patient implanted with this implantable cardioverter defibrillator (ICD) and lead system underwent a procedure to investigate a potential infection. The pocket was opened and the device was removed, rinsed, and reimplanted. The physician had not determined if the system would require explant due to the infection.

Manufacturer narrative:
(B) (4)

Event description:
Per the clinic, the patient was explanted due to incorrect placement of the electrode.the device was explanted (B) (6) 2010 and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B) (4).